Event description:
According to the initial report, "femoral placement of hero graft in conjunction with formation of native fistula using harvested greater saphenous vein, (B)(6) 2014. Arteriovenous fistula (avf) mapping on (B)(6) 2015 found avf and hero functioning well. Cannulation delayed as surgical site became infected prior to initial access and patient underwent skin graft. (B)(6) 2015 unsuccessful cannulation effort on hero, duplex ultrasound showed hero/fistula occlusion. No attempt made at thrombectomy. Permcath placed in mammary vein for veinous access." Additional clarifying information was received from the representative on 07/16/2015. He stated that the patient had a long history of renal failure and was received a hero graft venous outflow component (voc) on (B)(6) 2014 in an attempt to salvage a native saphenous vein fistula. The fistula was not being cannulated because according to the hospital, "it took a long time to heal." The rep clarified that diagnostics (avf mapping according to the hospital) performed on (B)(6) 2015 showed that the hero and avf had healed, but was not "functioning well" as originally stated and was not being cannulated. Furthermore, on (B)(6) 2015 there was presence of a superficial skin infection near the graft "surgical site" that ultimately required a skin graft. Additional clarifying information regarding the specifics of the infection, including date of diagnosis and culture results are unknown at this time, but the rep stated that he will reach out to the hospital for this information. The infection was successfully treated and an attempt to cannulate the graft was made on (B)(6) 2015 without success due to hero/fistula occlusion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.